Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leak from a transfer set, between the white twist clamp and the tubing. Subsequently the patient developed peritonitis manifested by cloudy solution. The cause of the leak was not reported. It was not reported if the patient was hospitalized for the event. The patient was receiving unspecified treatment for the event. The transfer set was removed. At the time of this report, the patient outcome and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye and magnification did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was not verified. The cause of the condition could not be determined; however, use error cannot be ruled out. Based on additional information received, the minicap transfer set was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.